Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the distal conductor was stretched, there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing was kinked/buckled, the outer tubing overlay was melted, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached and had environmental stress cracking (non-electrical), the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil, there was a white substance on the outer overlay tubing, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism and there was apparent explant damage; full lead in segments returned and analyzed. We did receive performance data collected from the device and have analyzed the data. See tech services notes on t- wave oversensing. In addition, two short v-v sensed events of < 220 ms are observed on the (B)(6) 2010. (1 episode nst, 1 episode vf (ventricular fibrillation)).

Event description:
It was reported that there was sensing difficulty and t-wave oversensing (twos) resulting in four inappropriate shocks. There was also a precipitous decrease in r-wave amplitude. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.